Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up, noise on rv lead was observed. The lead was capped and replaced. Patient¿s condition was stable.